Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed unexpected restart seven times. Customer's blood glucose was 10 mg/dl. Blood glucose of 190 mg/dl was also captured. Alarm occurred due to the device shutting off. No temp basal was programmed prior the alarm occurring. The device was not stored for an extended period of time. Alarm was reoccurring during normal use. Customer was advised to monitor device while replacement device arrived. No further information reported. No further information reported.